Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that "urine doesn't flow between the foley catheter and urinemeter. The issue is between the point of connection and catheter and urinemeter." It was further reported that the "only way to make it flow is to shake it manually".